Event description:
The patient contacted animas on (B)(6) 2012 to report the piston cap fell off while attempting to change out cartridge after receiving an empty cartridge alarm. The patient reported, the alleged issue occurred on (B)(6) 2012 at approximately 9:30pm. Due to the alleged issue, the patient stated she was unable to change out cartridge. 2 hours after the issue was discovered the patient's boyfriend informed customer support that the patient obtained an elevated blood glucose (bg) of 410mg/dl. The patient's boyfriend claimed he gave the patient an injection in response to the elevated bg. It was noted that the patient's bg initially came down to 300mg/dl; however, it began to elevate to the 400mg/dl range. During second elevation the patient developed symptoms of nausea and vomiting and was taken to the ER. It is not known what treatment the patient received while in the hospital; however, it was noted that the patient was discharged on (B)(6) 2012 with a bg of 195mg/dl. At the time of the call it was confirmed that the patient was on her backup plan. At the time of troubleshooting, the patient confirmed pump settings were correct. The patient also confirmed all bolus were delivered on (B)(6) 2012 and both bolus and basal deliveries added up with total daily delivery. The patient informed customer support that on (B)(6) 2012 when issue occurred she was due for a site change. The patient claimed she did not look at site when it was removed; however, the patient's boyfriend reported that the site did not look good. The patient did not recall what her bg was prior to when she attempted to change cartridge that evening. This complaint is being reported because, the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the piston cap was found to be missing on the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.